Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via the healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the patient was experiencing itching / partial withdrawal. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A dye study was done and catheter was fine, the doctor wanted to replace pump regardless and did not want to change patient's dose. Actions/interventions taken to resolve the issue included thedye study and pump was replaced. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.